Event description:
The customer reported an employee who received hydrogen peroxide contact on both hands from liquid drops on the load. The customer stated that the employee did not seek medical attention or require treatment. The asp field service engineer went to the facility to asses the unit.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The fse was unable to confirm the reported issue. He replaced the injector valve and the compressor. He performed an empty validation cycle successfully, and confirmed all process parameters within MFR specs. System met requirements.